Manufacturer narrative:
Investigation summary: the investigation has been completed. No product returned. Pump stop/product damage (red plug detachment): clinical details noted that during transfer from the bed to a chair, the patient's hand got caught on the catheter and pulled down on it, which caused the catheter to separate from red pump plug and a pump stop. Data log review showed an alarm pump stop with a motor current spike over 30000 ma. The cause of the pump stop was an electrical open as data logs showed an electrical pump stop and the clinical details noted that the patient inadvertently pulled on the catheter. The cause of the product damage (red plug detachment) was use related as clinical details noted that the patient inadvertently pulled on the catheter, separating it from the red pump plug. Device history review: the pump passed all post-sterile inspection checks.

Event description:
The complainant reported that a patient was on impella 5.5 support during transfer from bed to chair when the patient¿s hand got caught on white impella catheter. Downward force on catheter was noted. The catheter separated from the red impeller plug causing impella stoppage. The patient was hemodynamically stable and had no issues. The medical doctor explanted at bedside.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿